Event description:
On (B)(6) 2013, the reporter stated that on (B)(6) 2013, during use of a butterfly needle on a patient's hand, the needle slipped out and lightly scratched the right index finger of the person that was obtaining the blood. A soft poke was felt. Received additional information via email from the country coordinator on (B)(6) 2013, the person who experienced the needle stick, received anti-retroviral treatment for hep c prevention. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.